Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 09/11/2020. An investigation was conducted on 09/16/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood and charred material was observed on the heater wire. No visual defects were observed on the heater wire. The clear silicone insulation on the cold jaw was observed to be peeled away from the tip to the base of the cold jaw, but remained attached at the base exposing the inner metal component of the cold jaw. The tip of silicone insulation of the inner portion of the cold jaw was observed to be detached. The detached silicon was not returned back for investigation. Charred tissue and blood was observed on the cold jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 silicone boot started to fall off the jaws and the wire was broken. Power box was set to 2.5. They states that all pieces came out of the body and no foreign item was left behind. Another device was used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 silicone boot started to fall off the jaws and the wire was broken. Power box was set to 2.5. They states that all pieces came out of the body and no foreign item was left behind. Another device was used to complete the case. The hospital did not report any patient effects.